Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 84 mg/dl at the time of the incident. The customer reported that the reservoir compartment area came loose. The customer also stated that the cannula was bent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicated properly to the pump. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube and partially broken off reservoir tube lip. The battery tube o-ring was inside of the reservoir compartment.